Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A hospital nurse contacted fresenius technical support (ts) due to drain complications encountered during a peritoneal dialysis (pd) patient's treatment on the liberty select cycler. The reason for the patient¿s hospitalization was unknown. The nurse requested a replacement cycler and was advised of the escalation process. The patient had also previously been instructed to follow-up with the peritoneal dialysis registered nurse (pdrn) and to contact ts for live troubleshooting which was not done. Attempts to obtain additional information were unsuccessful. There was no indication the hospitalization was due to a malfunction or deficiency of the liberty select cycler or other fresenius product(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
A hospital nurse contacted fresenius technical support (ts) due to drain complications encountered during a peritoneal dialysis (pd) patient's treatment on the liberty select cycler. The reason for the patient¿s hospitalization was unknown. The nurse requested a replacement cycler and was advised of the escalation process. The patient had also previously been instructed to follow-up with the peritoneal dialysis registered nurse (pdrn) and to contact ts for live troubleshooting which was not done. Attempts to obtain additional information were unsuccessful. There was no indication the hospitalization was due to a malfunction or deficiency of the liberty select cycler or other fresenius product(s).